Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. (B)(4). The device was returned for evaluation with the balloon separated from the outer member at the distal end of the proximal balloon seal and the inner member separated at the same location. The reported dislodgement was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot for dislodgements. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 3.5x12mm implant delivery system, during sheath removal, the implant separated from the delivery system. It is unknown whether there was resistance during removal of the sheath. No patient sequela or clinically significant delay in procedure. No other information was provided. The returned device analysis identified that the balloon was separated from the outer member at the distal end of the proximal balloon seal and the inner member was separated at the same location. The device was separated into two pieces.